Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) under the surgical microscope and at a post-operative visit on the slit lamp, the doctor noticed some irregularities on the posterior edge of the iol, close to, but not on the haptic-optic junction, 180 degrees apart from each other. The doctor tried to aspirate/rub these ¿¿fiber-like¿¿ asperities without success. The surgery was normally performed. There was no patient injury. The patient outcome is normal. The visual acuity is not affected. The iol remains implanted. No additional information was provided to abbott medical optics.